Manufacturer narrative:
UDI # (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.